Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7 was failing to open. The customer reported that the user was able to obtain the medication from the pharmacy resulting in a delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 7 was failed to open. The field service engineer (fse) had removed the drawer from the auxiliary chassis and had inspected the rear components. The fse had found that the latch sensor had become loose from the hard stop, which had been meant to secure it in position. After reseating the sensor to the corrected position, the fse had reinstalled the drawer in the auxiliary chassis. The pyxis bus cable had been reconnected, and the station had been restarted, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.